Manufacturer narrative:
It was reported by the site that the device was not saved for evaluation.

Event description:
It was reported that during an isvt case, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by ice. It was then reported that the medical intervention provided was pressure therapy. The patient was reported to be in stable condition. The physician has opined the effusion may have been related to the soundstar catheter being located in the right atrium while 8 shocks were delivered to the patient to convert him from vt. This was reported to me some hours after the event and the soundstar could not be recovered. The soundstar did not malfunction during the case from an imaging or mapping standpoint and the physician made no complaints of its use. The patient died the day of the event, (B)(6) 2016. It was reported that the soundstar catheter no longer available for evaluation.